Event description:
It was reported by the independent repair center that the unit has a red light/alarming and primary cause of the malfunction is the pilot valve is alarming. No patient injury reported, no additional information provided.